Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient included in this clinical study, exhibited pocket erosion during a routine in-clinic follow-up. No report of infection: the device was revised. To date, the product remains implanted and in service. No adverse patient effects were reported.